Event description:
Hepatic encephalopathy. Case description: initial information received on 18-jan-2017: this spontaneous medical device report was received from a physician via a company representative regarding a female patient of unknown age. The patient's medical history included bilobar hepatocellular carcinoma (hcc). The patient's concomitant medications were not reported. On (B)(6) 2017, the patient received a lobar treatment with yttrium-90 glass microspheres therasphere (lot number and expiration date were not reported) for bilobar hcc. The 24 hours after the procedure were uneventful and the patient was discharged on (B)(6) 2017. On (B)(6) 2017, 5 days after the procedure, the patient was admitted to the hospital with hepatic encephalopathy. The treatment for the event was not reported. On (B)(6) 2017, the event improved and the patient was asymptomatic. The reporter stated that the patient "will be probably discharged during this week". The reporting physician did not provide an assessment of the seriousness of the event. However, the reporter considered the event probably related to therasphere. The company considered the event hepatic encephalopathy as serious (hospitalization; medically significant). Follow-up information will be requested. Additional information on 16-feb-2017: follow-up information has been sought. As of 16-feb-2017, no additional information was received. Follow-up information received on 08-mar-2017: follow-up information was received from the reporting physician. The patient's age was provided. The patient was (B)(6). The patient's additional medical history included chronic (B)(6) since 2007, paroxysmal arterial fibrillation, requiring electrical cardioversion in 2010, arterial hypertension and non-obstructive nephrolithiasis. The patient's concomitant medications included: apixaban, januvia (sitagliptin phosphate), apocard (flecainide acetate), sumial (propranolol hydrochloride), omeprazole and konakion (phytomenadione), all for unknown indications and since unknown dates. The therasphere lot number was i798004. On (B)(6) 2017, at 18:00 h p.m., the patient was treated for hepatic encephalopathy, without any incident. No follow-up information is expected. The case is final. Case comment: hepatic encephalopathy is considered listed according to therasphere current reference safety information. In agreement with the assessment made by the reporter, the company considered hepatic encephalopathy to be related to the treatment with therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Hepatic encephalopathy. Case description: initial information received on (B)(6) 2017: this spontaneous medical device report was received from a physician via a company representative regarding a female patient of unknown age. The patient's medical history included bilobar hepatocellular carcinoma (hcc). The patient's concomitant medications were not reported. On (B)(6) 2017, the patient received a lobar treatment with yttrium-90 glass microspheres therasphere (lot number and expiration date were not reported) for bilobar hcc. The 24 hours after the procedure were uneventful and the patient was discharged on (B)(6) 2017. On (B)(6) 2017, 5 days after the procedure, the patient was admitted to the hospital with hepatic encephalopathy. The treatment for the event was not reported. On (B)(6) 2017, the event improved and the patient was asymptomatic. The reporter stated that the patient "will be probably discharged during this week". The reporting physician did not provide an assessment of the seriousness of the event. However, the reporter considered the event probably related to therasphere. The company considered the event hepatic encephalopathy as serious (hospitalization; medically significant). Follow-up information will be requested. Case comment: hepatic encephalopathy is considered listed according to therasphere current reference safety information. In agreement with the assessment made by the reporter, the company considered hepatic encephalopathy to be related to the treatment with therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Hepatic encephalopathy [hepatic encephalopathy]. Case description: initial information received on 18-jan-2017: this spontaneous medical device report was received from a physician via a company representative regarding a female patient of unknown age. The patient's medical history included bilobar hepatocellular carcinoma (hcc). The patient's concomitant medications were not reported. On (B)(6) 2017, the patient received a lobar treatment with yttrium-90 glass microspheres therasphere (lot number and expiration date were not reported) for bilobar hcc. The 24 hours after the procedure were uneventful and the patient was discharged on (B)(6) 2017. On (B)(6) 2017, 5 days after the procedure, the patient was admitted to the hospital with hepatic encephalopathy. The treatment for the event was not reported. On (B)(6) 2017, the event improved and the patient was asymptomatic. The reporter stated that the patient "will be probably discharged during this week". The reporting physician did not provide an assessment of the seriousness of the event. However, the reporter considered the event probably related to therasphere. The company considered the event hepatic encephalopathy as serious (hospitalization; medically significant). Follow-up information will be requested. Additional information on 16-feb-2017: follow-up information has been sought. As of 16-feb-2017, no additional information was received. Case comment: hepatic encephalopathy is considered listed according to therasphere current reference safety information. In agreement with the assessment made by the reporter, the company considered hepatic encephalopathy to be related to the treatment with therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.